Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (under 70 mg/dl). Reportedly, due to the customer's numerical dyslexia the customer miscalculated the amount of carbohydrates consumed. Customer was treated with sugar and soda, and was released from the ER approximately 3-4 hours later. Customer's bg level was stable upon being released from the ER.